Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has received the hrsv involved with this complaint but the failure analysis has not been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review by isi. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated error 119 pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a convert or abort. While there was no harm or injury to the patient reported, this failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon side console (ssc) had no image, text, graphics, or illumination. The customer had power cycled the system and reseated the blue fiber cable. The system logs confirmed low current error 119 at the high resolution stereo viewer (hrsv), however, the error did not indicate which monitor was possibly failing. As of the end of the call with technical support, the procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the evaluation. The monitor had no image and the main board was defective. The root cause was determined to be a component failure.